Manufacturer narrative:
The connector portion of a partial lead measuring 11.6 cm was returned for analysis. The damage found was consistent with that occurring during explant. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for an unrelated procedure. During the procedure, the right ventricular lead exhibited low, out-of-range impedance. Fluoroscopy revealed externalized conductors. The lead was capped and replaced on (B)(6) 2018 during the procedure. The procedure was completed without adverse consequence to the patient.